Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v394067, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was hearing a ringing sound in their ear that travels down to their left breast area and sometimes to their right breast area. This started since last thursday. The patient said it sounds like something traveling along the wire. The patient doesn't hear it during the day, only at night while laying on their right side. The patient also mentioned the wire in their back has moved, the patient wasn't sure when it moved. The patient¿s husband can also hear the sound.

Event description:
Additional information received reported a CT scan was done in 2010. It was noted no malfunction seen or issued determined. There was no intervention taken or planned. The outcome was unknown.